Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed fuzzy, intermittent noise on the electrogram that occurred during an anti-tachycardia episode, and was not sensed on the shock or rate sense channel. Another electrogram displayed the same type of noise, however this was sensed on all three channels and caused a non-sustained ventricular event. The lead measurements were normal and stable. The noise was reproducable on the atrial channel only. The patient stated he lived by a transformer.

Event description:
Guidant (now boston scientific crm) received information that this cardiac resynchronization therapy defibrillator (crt-d) displayed fuzzy, intermittent noise on the electrogram that occurred during an anti-tachycardia episode, and was not sensed on the shock or rate sense channel. Another electrogram displayed the same type of noise, however this was sensed on all three channels and caused a non-sustained ventricular event. The lead measurements were normal and stable. The noise was reproducable on the atrial channel only. The patient stated he lived by a transformer. A guidant technical services representative discussed obtaining an xray to check position and integrity of the lead. Loose set screws, lead damaged, emi, damaged seal plugs were discussed as possible causes. The patient will be monitored. Subsequently, boston scientific crm received information in october 2010 that this device was returned to boston scientific' post market quality assurance laboratory for unknown reasons.

Manufacturer narrative:
The device is currently undergoing laboratory testing.

Manufacturer narrative:
Upon receipt, the successfully interrogated by boston scientific's post market quality assurance laboratory. Microscopic visual inspection did not identify any irregularities. All of the other seal plugs were intact and all of the set screws operated normally. Pacing and shock impedance testing was normal. The device was put through and passed automated diagnostic testing. It was concluded that the device operated normally throughout laboratory testing.